Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor connector broke off inside the transmitter. The customer's blood glucose level at the time of incident was 149mg/dl. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor was broken with missing parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.